Manufacturer narrative:
Common device name: hemostatic device for endoscopic gastrointestinal use product code: qau 510k: k200972. Investigation evaluation: the product said to be involved was returned in the tray and lid from the lot number provided in the report. The label matches the product returned. Two photos were also provided. The first photo shows the product in the tray, the co2 [carbon dioxide] cartridge and a piece of the activation knob are loose in the tray. Photo #2 contained the product labeling and confirmed the lot number of the device. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the on/off switch in the "off" position. There were no catheters returned with the device. The red activation knob was returned not attached to the handle. A round portion of the activation knob had broken from the bottom of the activation knob. The broken piece of the activation knob was included with the returned device. The co2 cartridge was returned and the overall length measured and was found within the established specification. The co2 cartridge neck width and height was measured with calibrated tool and passed. The lance/internal regulator components were still inside the handle however the o-ring missing/not returned. The activation knob length was measured and found within established specification. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. The iqc quality inspection records and associated testing data was reviewed and no anomalies were detected. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The instructions for use state, "do not over rotate the knob as this could damage the device." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for an endoscopic hemostasis procedure, the user selected a cook hemospray endoscopic hemostat. It was reported that "it happened during set up. I [nurse] tried to twist the red nozzle to activate it. I only twisted maybe a cm, it wasn't much and then it just exploded out. The canister exited the bottom of the device. Canister hit the nurse's arm and her arm is sore." Another of the same device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.